Manufacturer narrative:
Approximate age of device: 2 years, 9 months. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2018 that the patient presented with signs of bleeding and elevated lactate dehydrogenase blood level. A colonoscopy was performed and was observed a post-polypectomy bleeding. The patient was hospitalized and the pump was exchanged due to a pump thrombosis on (B)(6) 2018. No further information was provided.

Event description:
Additional information: the patient had a scheduled outpatient routine lower gastrointestinal scope on (B)(6) 2018. The patient underwent a colonoscopy and esophagogastroduodenoscopy (egd) which revealed four polyps that were removed using jumbo cole forceps and snare epinephrine injection. The patient's anticoagulation was held and he was bridged with lovenox prior to colonoscopy. The patient was also found to be iron deficient on this date. On the morning of (B)(6) 2018 the patient awoke with complaints of abdominal cramping and produced a larger bloody bowel movement. The patient experienced three subsequent episodes of diarrhea. The patient presented to the emergency department and was hemodynamically stable. Hemoglobin in the emergency room was 12.9 g/dl. Gastrointestinal service was consulted for presumed post polypectomy bleeding. On (B)(6) 2018 the patient underwent a colonoscopy positive for a large amount of melena throughout the colon and scant melena in the terminal ileum. Two polypectomy sites with hemoclips were found but no active bleeding or stigmata to suggest a risk of future bleeding was found. The etiology of the melena was unclear however it was noted that a proximal source was possible. Also on (B)(6) 2018, the patient's iron studies were re-checked and the patient received three days of intravenous venofer to assist with the treatment of his anemia. On (B)(6) 2018 the patient's lactate dehydrogenase (ldh) was noted to be elevated at 559 iu/l. On (B)(6) 2018 the patient showed no evidence of thrombosis and he was placed on intravenous hydration and a heparin drip. The patient's ldh continued to trend upward. On (B)(6) 2018 the patient's serum hemoglobin rose to 41.8 mg/dl (normal range between 1-8 mg/dl) with an ldh of 908 iu/l. The patient received a pump exchange on (B)(6) 2018 and on (B)(6) 2018 the patient's serum hemoglobin dropped back down to 5.0 mg/dl and ldh was down to 364 iu/l. The patient was discharged home afebrile with stable vitals on (B)(6) 2018.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Thrombus was found within the outlet stator of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline (dl) cut approximately 7¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned detached from the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of (B)(4) upon disassembly of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while (B)(4) was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas instruction for use lists device thrombosis, hemolysis, and bleeding as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. This IFU also provides details regarding the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Pump speed, power, flow, and pi are also addressed in section 1 of the hmii lvas instruction for use. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.